Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise on both the sense and shock channels. This noise was sensed by the pulse generator, and resulted in pacing inhibition. No symptoms were reported. The noise could be reproduced through isometrics, but all lead measurements remained stable. A guidant technical services consultant discussed possible sources for the tones, suspecting high voltage lead reversal in the header as the root cause. Programming options were provided to mitigate the oversensing. These options will be discussed with the physician.